Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a mis bunion procedure, the 3.5mm mini compression screw, ar-8730-42h, broke flush at the medial cortex during insertion. The surgeon left the screw in and inserted a 1.1 k-wire for post-op protocol. No further details, additional information requested. Additional information provided (B)(6) 2019- to prep the bone, the surgeon chose the 3.5 headless ft k-wire, measured, used a straight drill (no profile drill) and then implanted the screw with a driver. During insertion, the screw snapped at the medial cortex. The head of the screw remained cannulated on the k-wire and was able to be removed onto the sterile field. The patient's bone was of medium quality. The k-wire poking out of the foot is a normal post op protocol depending on the procedure, but it wasn¿t the initial plan for this mis bunion procedure. The k-wire will stay in the foot for approximately 6-8 weeks.